Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels in the 400's mg/dl range. A manual injection was administered and a correction bolus was delivered to address the bg level. The customer alleged they were not receiving the insulin delivered by the pump. Supply changes were performed to resolve the issue.